Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while the clinician was changing a propofol infusion, the channel stated disconnect and then flashed an error message saying, ¿communication error¿. The clinician was unable to turn the channel off. The clinician had to change the entire pump set up. The ¿propofol was clamped¿ at the time and not in use. It was noted upon initial assessment of devices by manufacturer on site representative, the suspect module was noted to have a sticking module latch. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported that while the clinician was changing a propofol infusion, the channel stated disconnect and then flashed an error message saying, ¿communication error¿. The clinician was unable to turn the channel off. The clinician had to change the entire pump set up. The ¿propofol was clamped¿ at the time and not in use. It was noted upon initial assessment of devices by manufacturer on site representative, the suspect module was noted to have a sticking module latch. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of channel disconnected were confirmed during log review, no devices were returned for investigation. Laboratory testing of the suspect pump modules and concomitant pcu could not be performed as incident devices were not received for this investigation. Review of the pump module s/n: (B)(6) error log showed error code 240.4150 was recorded on the reported event day at 2:06 am. Review the pcu event logs showed on 31 january 2025, at 8:34 pm, the user programmed an infusion with an unknown drug with the following parameters: drug amount of 4.5g, diluent volume of 100ml, concentration of 0.045g/ml, rate of 200ml/h, vtbi of 100ml, and dose of 4.5g. The infusion was started. At 8:46 pm, occurred a channel disconnected. Between 9:13 pm and 9:17 pm, the user pressed channel off to the channel c (s/n: (B)(6), then to the channel b (s/n: (B)(6) and to the channel a (s/n: (B)(6), finally the user pressed power on to the pcu. Bd alaris system channel error tipsheet states that a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The system was being used for treatment purposes as intended per 21 cfr.820.198 (d)(2). Root cause: the probable cause of the reported channel disconnected and displayed communication error were identified through log analysis. The root cause of the channel disconnected could not be determined as no devices were returned for the investigation. The events could not be conclusively identified from the logs and email-only investigation. Note that this report lists imdrf annex a0709, g0301204, c16, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.